Manufacturer narrative:
Other, other text: additional information was provided stating incident occurred during testing, and the event date was provided. One infusion pump was received for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems or issues were identified during this DHR review. Visual inspection of the pump found it to be in good physical condition. Review of the event history log of the pump found the following evidence of the reported customer complaint: 1/1/2005 12:00:06 am system fault 46,011 occurred 0 0 0 4. Upon power up, the fault description states "mp_needs_update_unexpectedly" confirming the reported customer complaint. The problem source has been determined to be unknown. The code was then cleared and software redownloaded.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump exhibited error code 46011. It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.